Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
An 82-year-old female patient presented with stemi and underwent a protected pci procedure with impella cp support. Femoral access has been achieved using ultrasound guidance and micro puncture. Two perclose devices have been used for pre close. Single access site technique used for the pci procedure. Best practices followed and pci successfully completed. After removal of the impella device both pre-placed perclose devices were tied, and manual pressure has been applied. Minor bleeding at the access site was noted. Manual pressure has been applied again and a femostop device applied. The access site remained soft and dry prior to transferring the patient to ICU. Several hours later the patient suffered from access site bleeding. A covered stent has been placed to achieve hemostasis. No further complications occurred.